Event description:
It was reported that the patient was experiencing discomfort at the implant site and the patient underwent an ipg explant procedure. No further information could be obtained despite good faith efforts.